Event description:
It was reported the lead was explanted and replaced due to low impedance. The low impedance trend triggered the patient alert. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation breached; full lead in segments returned and analyzed.